Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that electrode was missing. The customer's blood glucose value was unknown. Customer reported sensor was missing the electrode after he removed it because the sensor did not start and other sensor did not work because the sensor was bent when he removed it. The device will not be returned for analysis.